Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative (rep) from a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for cerebral palsy and spinal pain. It was reported that the patient passed out on the table; syncope occurred. The pump was overinfusing. The patient thought the pump had a mixture of drugs. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Upon further review of the event, it was reported that the patient passed out on the table on a previous refill.